Manufacturer narrative:
A software analysis was initiated as part of the investigation. The analysis found that the software of the ablation system functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: correction: system serial # and associated information updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while at a three month follow-up, the left field cloudiness was noted to have been resolved. During the sixth month follow-up visit, neuro-op dictation noted the quadrantanopia appeared to have slightly worsened. Additionally, it was noted the issue was symptomatic as it would appear when the patient looked hard to the left. Dictation related to the neuro-exam with the pi noted that the issue was not evident at bedside.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that post-operatively, during a second follow-up eye exam, there was evidence of a small left superior quadrantanopia on visual field testing. 24-2 humphrey visual field testing revealed small superior left quadrantanopia, md -0.27db right eye, -0.97db left eye. It was clarified that the issue was unresolved and there was no additional actions or treatments planned.

Manufacturer narrative:
The reported event is associated with a clinical trial ((B)(4)) conducted under an investigational device exemption (ide). Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, the patient experienced an occasional note of left upper field clouding/darkness or streaks of light possibly moving for a few seconds. It was noted that when taking opioids, the conditioned worsened. The visual field was noted to appear to be full when performing finger counting. Patient reporting noted that apportion of the 5th metacarpal was missing in the most superior lateral region of the left upper quadrant. It was noted that the issue resolved without additional diagnostic testing nor additional actions performed. Additionally, it was noted that the event was related to the ablation system and not the procedure.